Manufacturer narrative:
The investigation for the reported "aic - loss of opm data" has been completed. The product was returned and the "aic - loss of opm data" was confirmed. The root cause of the "aic - loss of opm data" was determined to be "backstrap" cable on the back of automated impella controller (aic). This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced data streaming issues. It was reported that aic disconnected from the wifi multiple times during the day and connected as a new pump. An attempt to troubleshoot was unsuccessful. The console was replaced to address the issue. No patient was involved.